Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, mobility. Smoker, implant was stable and during torque of abutment, implant became mobile.